Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed because no sample was returned for analysis. A review of manufacturing records did not yield any relevant findings. The potential cause could not be determined based upon the information provided and without a sample. No further actions will be taken.

Event description:
It was reported the procedure was being performed in the surgery department. The physician opened the tray and noticed that the guide wire was bent. As a result, he didn't use the kit and opened a new one for the procedure. There was no delay in treatment and no patient death or complications reported.

Manufacturer narrative:
(B)(4).